Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient; however, the pusher wire was returned for evaluation. The v-grip used for the procedure was not returned; therefore, analysis of the v-grip and functional testing could not be performed. The monofilament was observed to be severed. The distal yellow lead wire was broken from its solder joint; however, the distal green lead wire solder joint was found to be intact. The distal section of the pusher body coil was stretched and wavy, and the connector was kinked at the third epoxy joint. The pusher appeared to have stretched after detachment, causing the lead wire to break. Based on the reported procedure details and the product evaluation, the complaints of non-detachment and coil break can be confirmed; however, the root cause cannot be determined. This coil was used during the same procedure as was reported in MFR report# 2032493-2017-00094.

Event description:
It was reported that after placement of an embolization coil in a posterior communicating of the right carotid siphon artery aneurysm, slight resistance was encountered. During removal of the pusher, the coil unexpectedly detached and a segment of the coil extended into the parent artery. There was no reported intervention. The coil remains implanted in the aneurysm. There was no reported patient injury.